Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 12-sep-2025 the user reported an ¿unable to proceed¿ message during a supply change while using an inset 6 mm 23-inch infusion set. The user replaced the cartridge but did not have additional supplies available and planned to complete a full supply change later; blood glucose was not affected. No hospitalization or medical intervention was required.